Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. After deployment of the first clip, it was noticed on fluoroscopy that the clip had became more mobile and was an slda. According to the physician, the slda was due to patient anatomy. A second clip was attempted to be implanted for stabilization. However, there was leaflet capturing difficulty and the mr was not adequately reduced. Subsequently, the procedure was aborted, and the mr remained at grade 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unchanged mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda appears to be due to challenging patient anatomy (posterior leaflet cleft). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.